Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering observed two bends in the cover tube. The remaining clips were fired off and loaded and closed properly. The unit was disassembled further. The root cause of the clips not firing correctly remains unknown since engineering was unable to replicate the event. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Event description:
Lap chole - "surgeon was about to use ca500, he loaded the clip (he has done this correctly for several years) and went to place the clip over the cystic artery, however clip did not function like it normally does, the clip was just hanging near the jaws after he attempted to clip the artery. The jaws of the ca500 then jammed closed over the artery, he could not open the jaws to remove the ca500. A 5mm covidien clip applier was used to clip lower on the artery and then he had to resect part of the artery off in order to remove the ca500."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.